Manufacturer narrative:
The customer informed that the device gave low battery message when the battery was completely charged and connected to ac. The customer was informed that the device was past its service life. Stryker recommended to decommission and replace the device.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.